Manufacturer narrative:
The returned product was patent. It did not meet the requirements for leak testing as the drain bag connection was observed to be broken. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system¿. It also cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that while changing the evd drainage bag, the connection cracked after cleansing with alcohol. According to the report, there was no injury to the patient.